Event description:
It was reported that the patient with this pacemaker device battery was fluctuating from 10 years to 6.5 and then back to 10 years. Technical services (ts) reviewed and stated that it could be in line with the power consumption and atrial tachy response (atr) with high atrial rate could also effect the longevity. Ts recommended to continue monitoring. This device remains in service. No adverse patient effects were reported.